Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the one touch lancing device is missing from the packaging. This complaint was classified based on the customer care advocate (ca) documentation. The patient claimed that the one touch lancing device was missing from the system kit. With 3-4 minutes of the discovering she did not have the subject product available, the patient experienced symptom described as ¿fast heartbeat.¿ on (B)(6) 2014, the patient reported took her usual medication ¿selesa¿ at 6:10 pm. The patient did not require any medical intervention at the time of concern. Based on the information the patient provided, it was concluded that there was nothing missing from the package. This complaint is being reported because the patient claimed she had symptom suggestive of hypoglycemia after she discovered she did not have a testing lancing device in the package. Lfs send the patient a complimentary lancing device.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.